Manufacturer narrative:
Results eval codes (other): investigation: examination of the returned complaint sample confirmed that the tip is missing and appears to be sheared off by pulling it back through the epidural needle. A review of mfg records could not be performed as the user facility gave a lot number that did not agree with the product that they returned or reported on. Root cause: based on history, this type of event is typically caused by the user pulling the catheter back against the needle bevel. The instructions for use has a precaution "never withdraw catheter back through needle as this could sever catheter." This report has been logged for trending.